Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from technical support, and further details were not obtained.